Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous distal left circumflex(lcx) artery. After pre-dilatation was performed, a 24x2.25mm promus premier¿ stent was advanced to treat the lesion. However, resistance was encountered during advancing into the non-bsc guide wire and it was noted that the promus premier¿ stent had difficulty in advancing the lesion. Eventually, the stent was stuck with the non-bsc guide wire. The physician then removed both devices together and the procedure was completed with a 22x2.25mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).